Manufacturer narrative:
Correction: section d medical device model #. This supplemental MDR was submitted to reflect the correct medical device model # number.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had failed hardware. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had failed hardware. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's enhanced full height (fh) auxiliary drawer 4 had failed and was displaying a "device not closed" status. A field service engineer proceeded to unlock the back panel of the auxiliary unit and inspected the rear of the drawer. The magnet was still present on the inset; however, the latch sensor was found to be misaligned. The field service engineer realigned the sensor and instructed the customer to proceed with drawer recovery to resolve the issue. After the recovery, the customer verified the drawer¿s functionality and confirmed that everything was working without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had failed hardware. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.